Event description:
Event description guidant received information that a guide wire was implanted with this lead. The physician elected to do this to provide more stability to the lead. One year later, noise was detected and the lead and wire were explanted and returned for analysis.